Manufacturer narrative:
A field service engineer (fse) instructed the customer to replace the printer label roll and clean the affected printing areas, then monitor slide labels. Fse also adjusted the height of the slidemaker printer over the slide. The root cause for the patient slide being mis-labeled is most likely due to a faulty slidemaker label roll and/or the slidemaker label printer height was out of adjustment.

Event description:
A customer contacted beckman coulter stating that the coulter lh 750 slidemaker instrument mis-labeled a patient slide. No erroneous results were reported outside the laboratory. The customer performed manual differentials to match patient results and confirm that the slide was mis-labeled. The customer provided instrument printouts, but did not provide the manual differential results that match. There was no death, injury or change to patient treatment associated with this event.